Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported high blood glucose which was value 477 mg/dl. No further patient complications were reported. Partial troubleshooting was performed; however, the customer will discontinue use of the device once the replacement is available.